Manufacturer narrative:
The subject product was not returned for evaluation, as such we are unable to review for root cause determination. Based on not having the sample returned to evaluate, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. Should additional information be provided and/or the sample is returned a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that during a warehouse inspection at the hospital, a hair-like foreign material was observed inside the x-stream tubing set w/nd trumpet valve packages. There was no patient involvement as the reported product issue was discovered during inspection.